Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was isolated to the black pulse wire of the trunk cable being broken at distribution node (dn), causing the belt to not pass falloff testing. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.